Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and the issue could not be reproduced. The batteries were holding a charge and the motion battery charger was putting out appropriate voltage. The motion batteries were replaced for planned maintenance (pm) that was required. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the batteries on the imaging system were not lasting long. The site would unplug to move the system and it would give a critical battery error quickly. There was no patient present when this issue was observed.